Event description:
It was reported the camera head exhibited a noisy, intermittent image. The issue occurred during a therapeutic procedure, which was completed with an olympus back-up device. No patient harm was reported.

Manufacturer narrative:
The device was returned for inspection and a display/feedback problem was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when the cable unit is depressed, the image fails. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.